Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that per mitraclip instructions for use (IFU), mitraclip system removal (gripper line removal) needs to be performed after the clip deployment. The reported patient effect of emboli (thrombus) is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. All available information was investigated and the reported physical resistance which cascaded into single leaflet device attachment (slda) was a result of use error as the user deviated from the IFU. The reported patient effect of thrombus was due to pre-existing heparin induced thrombocytopenia. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This report is filed as resistance was observed during gripper line removal. The clip had detached from one leaflet, while remaining attached to the other leaflet. It was reported that a mitraclip procedure was performed on (B)(6) 2020 to help stabilize the patient in severe heart failure. The patient presented with heart failure, functional mitral regurgitation grade 4, heparin induced thrombocytopenia, leaflet tethering, and a restricted posterior leaflet. One mitraclip ntr was successfully implanted. Another mitraclip (cds0601-ntr 91115u131) was successfully implanted and the delivery system was removed. It was then discovered that the operator had not removed the gripper line as per instruction for use. The gripper line was in the implanted clip and sticking out of the steerable guide catheter. The delivery system was re-positioned, and gripper line slowly removed. There was some unusual resistance felt during gripper line removal and it was at this time that the mitraclip cds0601-ntr 91115u131, had detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). Additionally, although the patients act was observed within the therapeutic level (690), a thrombus was observed on the mitral valve next to the slda clip. This thrombus was not previously observed. A non-abbott catheter was introduced, successfully removing the thrombus. Per physician, the thrombus was related to the patient's pre-existing presentation of heparin induced thrombocytopenia. As treatment for the slda, another mitraclip ntr was successfully implanted. The mr was reduced to grade 2. Reportedly, the patient is doing well and there was no adverse patient sequela. No additional information was provided regarding this issue.